Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator delivered inappropriate therapy. Based on available egms, it was noted that there was atrial undersensing during atrial fibrillation with rapid ventricular response. Reprogramming changes were made. The patient was stable before, during and after reprogramming.